Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the saline won't flow. The customer tried to push it out, but the syringe plunger is too hard. The event occurred before patient use at the facility.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed; no damages or anomalies were observed. During clinical simulation, a syringe with black dye was attached to the gripper, and fluid was pushed through the set. It was observed that the fluid did not pass the needle of the set. A functional test was performed, and inflation did not occur, the fluid remained within the pilot balloon. The probable cause is due to errant solvent application error. A device history record (DHR) review was conducted, which indicated that all inspections were completed, and no issues were noted during manufacturing.